Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the probe became bent when one of the motor assemblies was moving farther than the commanded steps specified, while aspirating and dispensing. The fse replaced the yz assembly module and was able to run controls successfully... The repairs were verified per established service procedures. (B)(4)

Event description:
The customer called in to report cb failing urobilinogen and glucose, as well as ca failing bilirubin for qc on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.